Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When dr. Assembled a kit, 5 holes pin crump single fix ( curved 30 degree 11mm diameter of rod) , a post couldn't insert to the hole. Dr. Inserted the rod by using hammer. However, other crump couldn't insert a rod. So, dr. Assembled a frame by pin connector.